Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had measured a high impedance in the unipolar configuration. There was also an impedance measurement of greater than 9999 ohms and variability was noted in the thresholds over the lead lifetime. The lead was reprogrammed and will be re-checked in one month; the lead remains in use. No patient complications have been reported as a result of this event.